Event description:
The pt underwent a procedure on 07/18/00 which was successfully closed with the closer tsl 6 fr device. On 08/01/00 the pt returned with complaints of leg pain. An angiogram was performed and showed a narrowing of the superficial femoral artery about 1.5 cm from the origin. The stenosis was estimated to block about 90% of the flow in the vessel. The pt was taken to surgery where the stitch was removed and a limited thromboendartorectomy of the right common and superficial arteries was performed. A patch graft and stent were also placed in the site. The pt recovered without further incident.